Manufacturer narrative:
H10: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler experienced a max air in line (max air exceeded) alarm. This occurred at the end of peritoneal dialysis (pd) therapy, when draining (pulling fluid) from a bag. The patient was connected at the time of the event. During troubleshooting, it was determined that there was leak from an unspecified location during use of an amia cassette. The leak was further described as ¿solution on the floor¿. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.